Event description:
Realease valve defective.

Manufacturer narrative:
This issue is deemed as not reportable event since the alarm tightness test failed" is a result of neglected maintenance respectively improper use. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. No further investigation or correction will be performed except those mentioned above.